Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "system hangs during surgery" (device displays error message). Facility reports system hangs during surgery. The machine had to be reset resulting in a delay of surgery. Facility nurse would not provide patient identifiers nor would she agree to fill out the questionnaire due to there being no patient harm or impact. No patient injury was reported.

Manufacturer narrative:
Company representative examined the system and could not reproduce the problem. A software upgrade was completed and system met specifications. No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).